Manufacturer narrative:
Failure analysis noted the insulin pump received with moisture damage at motor assembly and electronic assembly. No blank display and no constant tone noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer father reported via phone call that the insulin pump has moisture damage. The customer's blood glucose reading was 68 ml/dl. Father stated the insulin pump was submerged in water, when the customer went into the pool. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.